Manufacturer narrative:
The reported issue could not be duplicated by medtronic personnel. The software was reinstalled and there were no further issues.

Event description:
A medtronic ent rep reported 2d views went black while in navigation during an ent procedure. They went back and forth one screen which resolved the issue. The surgeon opted to continue the surgery with the use of the navigation system there was no impact on pt outcome.